Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump would not start up despite new batteries being inserted into the device. The patient's blood glucose at the time of incident was 15.5 mmol/l. The customer has discontinued use of the device and reverted to their medically prescribed back-up plan. The insulin pump will be returned and replaced. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies, corroded motor home switch and with corroded battery tube. The insulin pump had with cracked case at the display window corners, missing end cap sticker, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.